Manufacturer narrative:
The insulin pump was not in manufacturing mode. The pump was received with minor scratched lcd window, scratched case, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test and lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack on the reservoir compartment. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.